Event description:
During the placement of the first anchor the tip broke off. The joint was suctioned but it is unk if the tip was removed. A back-up guide was available to complete the repair.

Manufacturer narrative:
The device was returned for evaluation. One of the four crown tips has broken off. CAPA has been opened to address bending and breaking tips.